Event description:
It was reported that the pacemaker was suspected to have premature battery depletion, as the longevity had gone from 9 years to 5.5 years in approximately 6 months. A request was made to have data from this device analyzed. Data analysis confirmed that the power consumption had been steadily increasing. A device replacement was recommended. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population. This report contains additional information documenting device explant and device analysis. This report contains a correction to the totality of section e: initial reporter as well as g2: report source (other).

Event description:
It was reported that the pacemaker was suspected to have premature battery depletion, as the longevity had gone from 9 years to 5.5 years in approximately 6 months. A request was made to have data from this device analyzed. Data analysis confirmed that the power consumption had been steadily increasing. A device replacement was recommended. No adverse patient effects were reported. Information was later received that this device was explanted. This device has returned and analysis is expected.

Event description:
It was reported that the pacemaker was suspected to have premature battery depletion, as the longevity had gone from 9 years to 5.5 years in approximately 6 months. A request was made to have data from this device analyzed. Data analysis confirmed that the power consumption had been steadily increasing. A device replacement was recommended. No adverse patient effects were reported. Information was later received that this device was explanted. This device has returned and been analyzed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population. This report contains additional information documenting device explant and device analysis.